Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed that the screw had fractured. A visual inspection revealed that the device had fractured towards the proximal end. There was some debris on the screw. The proximal end had suffered some deformation as well. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the screw or loss of fixation may occur if the insertion site is not prepared with the recommended drill and/or tap prior to implantation. Excessive force should not be placed on the delivery instrument. The complaint was confirmed. Factors that could have contributed to the reported event include improper preparation of the insertion site, off-axis insertion, or excessive force or torsion.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a cl reconstruction surgery, the biosure screw broke when screw-in. Broken pieces were removed with tweezers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.